Event description:
It was reported that an ilet bionic pancreas generated repeated ¿restart 38¿ alerts consistent with a motor stall and the user also experienced several occlusion alarms; after guided troubleshooting, a dry run exceeded 100 units and a complete supply change was completed without recurrence of the alert, and the user planned to monitor, with blood glucose noted at 217 mg/dl due to the prolonged supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with successful function after supply change indicating resolution at the time of testing. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.